Manufacturer narrative:
Examination of the item detected that the distal end of the connection tube was broken. Examination of the production records of the involved device did not reveal a deviation that may have contributed to the reported case. This report is submitted following an FDA inspection at the manufacturer facility note:this product is no longer marketed in the USA

Event description:
During of a fixion nail extraction in (B)(6) the fixion humeral connection tube was broken.